Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On april 14, olympus medical systems corp. (Omsc) received the literature "usefulness of it knife nano for endoscopic submucosal dissection of large colorectal lesions". The purpose of the literature was to evaluate the usefulness of it knife nano for endoscopic submucosal dissection (esd) of large colorectal lesions. The esd was performed using one of two types of knife (olympus; dual knife or it knife nano). Between march 2006 and december 2014, the target for analysis became consecutive 304 cases of colorectal esd from (B)(6) 2012 at (B)(6) cancer center. Among these patients, 72 cases with tumor diameters of 40 mm and above were studied. They comprised all 40 cases performed after the it knife nano was introduced (it group) and 32 cases performed before it knife nano was used (no-it group). In the no-it group, dual knife alone was used. In the it group, dual knife was used as the first knife and it knife nano as the second knife. In the literature, it was reported that the procedure-related perforation rate was 3.1% in no-it group. It was not found what severe and treatment of the perforation was, and whether the perforation occurred during or after esd. It was also reported the delayed bleeding rate in no-it group (7.5%) and it group (9.4%). Based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, perforation might be serious injury, and dual knife might be used when perforation occurred. This is the report regarding perforation.